Event description:
User was alerted by alarms to a high pressure delivery to pt. Event occurred following operational verification of the device. Pt presented with bilateral pneumothoraces from event, which required medical response.